Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2025 the 5mm hexagonal flexible screwdriver (03.037.028) broke when locking nail to screw. The surgeon retrieved broken portion with a hemostat. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5mm hex flexible screwdriver was found broken across the flexible shaft, near of the tip. The fracture surface was evaluated and slight deformation was identified due to breakage, however; no material issue was identified. In addition, the fragment was received for evaluation and no other issues were identified. A dimensional inspection and functional test for the 5mm hex flexible screwdriver were not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the 5mm hex flexible screwdriver would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: - flexible screwdriver hex5, cannu se_384606 rev. L (current) / rev. K (manufactured). Dimensional inspection: n/a. Device history lot: part number: 03.037.028. Lot number: 22p5674. Manufacturing site: hägendorf. Release to warehouse date: 28-nov-2019. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Corrected: h3. Added: d9.

Event description:
It was reported that on (B)(6), 2025 the 5mm hexagonal flexible screwdriver (03.037.028) broke when locking nail to screw. The surgeon retrieved broken portion with a hemostat.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that 5mm hex flexible screwdriver had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 5mm hex flexible screwdriver would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part number: 03.037.028. Lot number: 22p5674. Manufacturing site: hägendorf. Release to warehouse date: 28-nov-2019. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.